Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in asystole for less than two seconds. There were also low pacing impedance measurements less than 200 ohms. Information had also been received from the patient's family that there was a lead fracture. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. The device remains in service with the newly implanted rv lead. No additional adverse patient effects were reported.